Manufacturer narrative:
A visual examination under naked eye and magnification of the returned plate and screws was performed. The plate is in good condition and still has 4 broken screw heads installed in the distal holes. Most screw heads are flush with the plate except for the bottom styloid screw which sticks up about .07" above the plate. The screw head that is installed in the styloid hole is badly damaged. All 4 screws experienced a traverse fracture which indicated a sudden impact had occurred. No definitive root cause determination can be made. Additional mdrs associated with this event: 3025141-2016-00023: screw 1, 3025141-2016-00025: screw 3, 3025141-2016-00026: screw 4, 3025141-2016-00027: screw 5, 3025141-2016-00028: screw 6, 3025141-2016-00029: screw 7, 3025141-2016-00030: plate.

Event description:
An acu-loc 2 distal radius plate was implanted on (B)(6) 2015. Two months later, x-rays determined that the distal locking screws were broken at the base. The screws and plate were explanted on (B)(6) 2015.